Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a stomach infection, respiratory issues, coughing, hoersness, headaches, cramping and asthma. The patient did report to receive medical intervention and was placed on 3 antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleging stomach infection, respiratory issues, coughing, hoarseness, headaches, stomach bloated, cramping. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a stomach infection, respiratory issues, coughing, hoersness, headaches, cramping and asthma. The patient did report to receive medical intervention and was placed on 3 antibiotics. Additional information was received about the allegation of respiratory infections.